Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is h3 other text : device not returned

Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer administered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.